Event description:
It was reported that during an unk procedure, the hand switch did not work. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.